Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, as well was power-on tests, however there were no issues found within the console. During the inspection, the event reported of error codes 660, 611 and 831 could not be replicated by the fse. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the console displayed error code 660 during procedure. The console was turned off for safety and then error coded 611 and 831 were displayed, therefore, the day was suspended. There was no procedure and patient outcome reported. A full service was performed on the console; however no issues were observed during the evaluation. Also, was informed that the city where the equipment is located has been experiencing issues with the electrical grid, and that electrical irregularities may be contributing to the reported errors.

Event description:
It was reported that the console displayed error code 660 during procedure. The console was turned off for safety and then error coded 611 and 831 were displayed, therefore, the day was suspended. There was no procedure and patient outcome reported. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.